Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while riding a motorcycle. The patient was treated at 14:13:08. Motion artifact contributed to the false detection. The response buttons were not used prior to the treatment. The patient continued use of the lifevest and did not seek medical attention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no indication of a serious injury. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse; electrode belt (B)(4): 04/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.(B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.